Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher & paykel healthcare's regional office and service center in (B)(4). The device was visually inspected for damage and was tested for functionality. Results: visual inspection revealed that the manometer needle did not read 0 with no flow. When the unit was pressure tested in accordance with the device technical manual, the output pressure was lower than expected. A lot check revealed no other complaints of this nature for lot number 050321. Conclusion: fisher & paykel healthcare's regional office and service center in (B)(4) evaluated the complaint device and determined that the neopuff manometer was faulty. This type of damage may occur if the neopuff is subjected to a substantial impact. The neopuff technical manual states that "dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The user instructions require that the neopuff be tested by qualified personnel or an authorized fisher & paykel healthcare representative prior to each use to ensure functionality. The operating manual instructs the user to carry out a set-up procedure "prior to every use of the neopuff to ensure that the device is functioning correctly". The set-up procedure states the user must "check manometer reads zero with no gas flow. If not, the manometer requires calibration" per the technical manual. In addition, the neopuff set-up procedure states the user must check the settings by testing the pressure output from the neopuff at the desired flow rate "prior to every use of the neopuff to ensure that the device is functioning correctly".

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had a broken manometer. There was no patient involvement.